Event description:
Could not walk on the knee; lipogem injection. One knee not impacted. Other knee had extreme swelling and pain and if I walked on it the pain was extreme, like could put no weight on it even to walk to the bathroom. Pain was at the top of the tibia. Rest helped.